Event description:
A medtronic rep reported that the navlock probe tip bent during a case. There was no impact to the pt.

Manufacturer narrative:
Device MFR date was unk as no lot number was provided. The device has not been returned to the MFR.